Event description:
Under fluoroscopy a needle-wire is introduced percutaneously. The mandril is removed and replaced with the balloon. The balloon is inflated, then deflated. When it is completely removed, the dr notes that the balloon is not on the catheter anymore. The tip of the catheter is beveled. The separated segment is not retrieved.